Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 24 fatal alarm confirmed in the history files on 02/13/2025 03:12:41.000. Unable to perform force sensor zero offset test due to moisture damage on flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage (serial number label peeling). Critical pump error (open book image) alarm confirmed due to pump error 24. Pump error 24 alarm confirmed, problem isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received critical pump error alarm (open book image) and battery failed alarm. The customer was also reported, insulin pump battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for critical pump error, and pump does not show signs of any damages. Customer was using the correct battery cap for the pump in use and advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.